Event description:
The hospital reported that during the saphenous vein harvesting procedure, the short port would not hold air. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Visual inspection performed on january 2005 identified that the silicone was torn.